Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable high elecsys cea result from the cobas e 801 module. The initial result was 6.7 ng/ml. The repeat result with the same analyzer was 69.9 ng/ml and with a different cobas e801 was 1.0 ng/ml. The result of 1.0 ng/ml was believed correct and was reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 module serial number used for the initial and first repeat test was not known. The investigation is ongoing.